Manufacturer narrative:
The lens remains implanted, and therefore, is not available for evaluation. A review of the production order indicated that the lens was manufactured per specifications. All pertinent information available to abbott medical optics (amo) has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted. Placeholder.

Event description:
The patient called abbott medical optics (amo) on (B)(6) 2012 stating that he had a cataract removed in each eye. The patient reported loss of peripheral vision in both eyes post cataract procedures performed on (B)(6) 2011 with a model za9003 lens, serial no. (B)(4) on his left eye and on (B)(6) 2011 a za9003 lens serial no. (B)(4) on his right. His doctor recommends that he keep the lenses implanted. He obtained a second opinion who recommended the same. The patient trusts the physician's opinion and wanted to report his condition. This medical device report is being filed for lens serial number (B)(4). A separate medical device report is being filed for the other eye.